Event description:
It was reported that during set-up and prior to starting a da vinci si surgical procedure, the cable on the fenestrated bipolar forceps instrument was noted to be broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was detached from the clevis, but was returned with the instrument. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following damages: the instrument's grip cable was broken inside the housing and the idler pulley spun freely. The cable segment was found to be loose and stuck out at the instrument's wrist. The conductor wire is broken and detached from its connection at the yaw pulley. Electrical continuity testing was performed and failed. The yaw pulley shows no signs of arcing. Signs of corrosion were observed inside the housing near the clamping pulley around the cables. It was concluded that the corrosion damage likely occurred due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The bottom pin of the instrument's bipolar pins was observed to be bent upward towards the top pin. The chassis was not broken. It was concluded that the damage found to the bipolar pins was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.